Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to fluid loss and patient incontinence. A leak was identified in the pressure regulating balloon. A new device was placed; no further patient complications were reported.